Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was troubleshooting with a prior rep for their high blood glucose and was calling back to run a high pressure test on the insulin pump. The high pressure test was ran and it passed. The customer's blood sugar was 526 mg/dl. The customer mentioned she received a failed battery test. The customer checked for any bent cannula's on the infusion sets and none were found. The customer will call her healthcare professional for her high blood glucose. The customer wanted to check her most recent boluses and all were accounted for. Nothing is returning.